Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 1 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Additional information: the customer returned the test strips and control. However, the products do not require product analysis as the alleged complaint refers to the meter issue only.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was displaying the "apply sample" icon. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on (B)(6) 2011 at 7:00am. The reporter informed the cca that the patient manages his diabetes with insulin. Despite the alleged issue, the reporter claimed the patient did not take any action regarding his diabetes management routine. The reporter stated the patient was not experiencing any diabetic symptoms. According to the reporter, at 7:45am that morning, the patient's home health/visiting nurse administered 7 units of novolog insulin and 30 units of lantus. At an unknown date at 8:30am, the reporter stated the patient tested on another blood glucose device (onetouch ultramini meter) and obtained a reading of "279 mg/dl". At the time of troubleshooting, the cca noted the patient had use the subject meter before, the correct test strips were being used, and the patient's process for testing was correct; however the alleged issue was not resolved through a blood retest. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was not able to test his blood glucose due to the reported issue and reportedly received medical intervention from a health care professional (hcp) after the reported issue began.